Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a contact regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the device was not working. The patient had stated that the stimulation needed to be more in the torso then where it was now because of sciatica. They stated they needed it further down in the hips. The patient also noted that they did not have a remote. No further complications were reported. Follow-up was conducted.